Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a watchdog error which was persistent and continuous impacting use. The product fault occurred on the floor with staff and during bio-med review, as the problem logs show, and this had been going on for an extended period of time. There was no physical damage and no delay in therapy. There was no patient involvement and no patient harm/adverse reported.

Manufacturer narrative:
One device was returned for repair. There was no history of prior repairs. Could not duplicate the reported problem, system booted up without any error. The main printed circuit board (pcb) was replaced per manual guidance for reported watchdog error. Synced the main pcb to the interconnect board and recalibrated the system. Pump passed test to verify operability.